Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece failed to perform with any attachment during a total knee. It was noted that a clicking sound could be heard when the trigger was depressed. This is despite the battery being fully charged.